Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the analyzer had experienced noise on the atrial channel; the device passed all functional and systems tests with no fault found.

Event description:
It was reported that the analyzer experienced noise on the atrial channel. The analyzer has been returned for repair. No patient com plications have been reported as a result of this event.